Event description:
It was reported that the 9600 system had a sensor error message displayed and there was a burning smell. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The sensor and circuit were repaired during the svc call. The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.